Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother they were experiencing high blood glucose levels. Customer stated their blood glucose level was 540 mg/dl and their mother had forgotten to rewind the device, preventing the delivery of insulin. Customer declined troubleshooting. Nothing further reported.